Event description:
The patient experienced persistent skin irritation attributed to the pod adhesive. Each pod was worn for approximately 5 to 24 hours before the patient developed significant discomfort, which led to scratching and premature removal, often during sleep. These early removals resulted in interrupted insulin delivery and recurrent episodes of hyperglycemia, with blood glucose levels commonly exceeding 13 mmol/l (234 mg/dl). According to the legal guardian, who is a consultant anaesthetist, the skin irritation began around (B)(6) 2025 and has occurred at every pod application site. The affected areas consistently present with erythema, inflammation, soreness, and pronounced pruritus. Symptoms reportedly persist for up to one week following pod removal. The patient has also demonstrated similar reactions to other adhesive products. Management to date has included topical cetraben, 1% hydrocortisone, and subsequently enstilar, as prescribed by healthcare professionals. The patient also uses duoderm dressing under the pod with hypoallergenic over patches. Cetirizine is administered at night to help alleviate itching. During a routine outpatient consultation, the skin irritation associated with the pod adhesive was discussed; however, the implicated pod had already been removed prior to the visit. A referral to dermatology is currently pending.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.